Event description:
The contact lenses are labeled that they can be worn for two weeks, but pt only gets about 10 days wear from a pair. The consumer changed their prescription, and wore the trial lenses for three weeks with no problems. When they received their first set of lenses in this new prescription, one of the lenses was torn before they even put it into their eye. About a month ago "I contacted a johnson & johnson representative with my concern. They said they should only last two weeks and sometimes less. This is totally unacceptable to me." "When a person is first fitted with lenses, the eye-care provider gives you a pair to try to determine if you are a candidate for contact lenses. During a recent eye examination, I was given a stronger prescription for my lenses. These trial lenses were thicker and did not tear even though I wore them for three weeks. The lenses that were ordered for me were thinner and today when I got them out, one already had a tear in it before I even put it in my eye!"